Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was checked in the emergency room due to hypertension. An inquiry regarding pacing was requested. A boston scientific representative noted that the pacing observed by the clinic was due to the minute ventilation (mv) feature. The mv was turned off and the rate came back down. Boston scientific technical services (ts) reviewed and discussed the case and noted that there may have been fusion beats or possible a rate dependent morphology change. It was noted that capture was seen on the right ventricular channel. No adverse patient effects were reported. The device remains implanted.